Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high threshold measurements and noise which was oversensed and lead to over 55 thousand inappropriate atrial tachy response (atr) events. The noise was able to be recreated with movements. It was noted that there was also noise on the right ventricular (rv) channel but it was not being sensed. At the time the physician opted to continue to monitor the patient. Over two years later a revision procedure was performed due to continued issue with the ra lead and unspecified issues with another manufacturer's right ventricular (rv) lead. At the procedure the rv lead, ra lead and cardiac resynchronization therapy pacemaker (crt-p) were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header and body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.